Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The customer was wearing the insulin pump, and had been hospitalized several times due to low blood glucose levels. The customer was hospitalized on (B)(6) 2010 with no blood glucose info. Again on (B)(6) 2010, with a blood glucose reading of 10 mg/dl. On (B)(6) 2010, the customer was found passed out on the floor by his father, then taken to the hosp. On (B)(6) 2010 and (B)(6) 2010, the customer's blood glucose levels were fine. Then on (B)(6) 2010, the customer was found dead by his father. The father agreed to return the insulin pump for analysis. Nothing further was reported.